Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. There was a leak in the pump kink resistant tubing (krt) (reservoir) that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. The damage tubing was removed. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected and leak tested. Both cylinders had multiple small leaks that was the result of sharp instrument damage consistent with explant damage; holes were in cylinder body present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leaks were identified. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptoms of infection and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prothesis(ipp) due to an infection near the scrotum and penis. The patient was given antibiotics. The patient had a tactra implanted in place. A patient outcome of fully recovered was reported.